Event description:
During surgical procedure, physician was utilizing elevator to remove tooth. The tip of the instrument broke during the procedure. Physician retreived the tip and ensured no harm was done to the patient.====================== health professional's impression======================unknown.